Manufacturer narrative:
A revision was made to the device code fields in blocks f10 and h6. This supplemental report was created to document the corrected information.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to non functioning lead. This ra lead was replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to non functioning lead. This ra lead was replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.